Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was clogged on 10 occasions. The following information was provided by the initial reporter: needle was clogged and insulin didn't come out.

Manufacturer narrative:
H.6. Investigation: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot.

Event description:
It was reported that pen ndl 32g 4mm pro 100 box ap was clogged on 10 occasions. The following information was provided by the initial reporter: needle was clogged and insulin didn't come out.